Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient presented with stress urinary incontinence and urethral hypermobility. A trans-obturator sling (aris) is implanted on (B)(6) 2019. The patient subsequently presented with sling erosion and incapacitating pelvic pain. Conservative treatment was attempted without success. Complete removal of the sling, along with placement of a fascial sling was performed on (B)(6) 2022. Follow-up showed clinical improvement, but the patient had difficulty emptying her bladder, requiring intermittent catheterization. The problem improved but persisted.